Event description:
It was reported that during use with bd intima-ii¿ catheter the tubing clamp was loose and leakage occurred. The catheter was replaced and there was no further patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient was admitted to the hospital because of "right hip pain with limited mobility for more than 2 years". After outpatient radiography, the suspected diagnosis of "right femoral head necrosis" required admission to our hospital for surgical treatment. Anticoagulant therapy and intravenous vancomycin 30 minutes before the operation were given symptomatic treatment to prevent thrombosis after admission. On (B)(6) 2023 a venous indwelling needle was used to open the venous access before the operation. The nurse found that the hemostatic clip of the indwelling needle was loose, and the bleeding phenomenon was obvious. The indwelling needle was replaced immediately and the infusion was normal.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2237196. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima-ii¿ catheter the tubing clamp was loose and leakage occurred. The catheter was replaced and there was no further patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient was admitted to the hospital because of "right hip pain with limited mobility for more than 2 years". After outpatient radiography, the suspected diagnosis of "right femoral head necrosis" required admission to our hospital for surgical treatment. Anticoagulant therapy and intravenous vancomycin 30 minutes before the operation were given symptomatic treatment to prevent thrombosis after admission. On (B)(6), a venous indwelling needle was used to open the venous access before the operation. The nurse found that the hemostatic clip of the indwelling needle was loose, and the bleeding phenomenon was obvious. The indwelling needle was replaced immediately and the infusion was normal.